Event description:
The customer contacted physio-control to report that the device's keypad buttons were not functioning. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported issue.

Manufacturer narrative:
Physio-control further evaluated the removed small keypad assembly and determined that the cause of the reported issue was physical damage to the transmit button. This caused the button to remain in the closed/shorted position.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the right side of the keypad was still operational, but the left side was not. Physio replaced the device's main keypad and small keypad assemblies to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the device's keypad buttons were not functioning. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported issue.